Event description:
It was reported to the MFR that the pt passed away. It was indicated by a medical professional that the pt died of sudep and that an autopsy will be performed. At this time the circumstances of the death or the relationship of the death to vns therapy is unk. It was also indicated that the pt had a history of seizures that were preceded by drinking. It was indicated that the pt was drinking heavily the last two nights prior to his death. At this time, it is unk if a seizure or an event related to his drinking an excessive amount of alcohol preceded his death. Good faith attempts to obtain add'l info regarding the pt's death have been unsuccessful to date.